Event description:
Report received from the USA stating that the device displayed e2 and e8 error messages on the console during surgery. It is known that device was being used during surgery but no pt or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).